Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the company plunger advanced crookedly, over the lens, and never pushed it in. This was attempted repeatedly, but only caused the lens to stick to the cartridge. The lens was cut, removed from the cartridge, mounted in another, and injected with the other model company injector. A repeat test was performed with a non-sterile lens, and the same thing occurred. There was no contact between the claimed product and the patient. The surgery concluded same day with a slight delay. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The sample was not received at the manufacturing site for evaluation for the report of a crooked plunger sliding over the lens; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).